Manufacturer narrative:
(B)(4).the sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown, a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed as the sample was not returned for evaluation. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) that occurred on the homechoice (hc) during dwell. There were no leaks and all the unused clamps were closed. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The hp was in dwell 3 of 4. The hp was to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No further information is available.